Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While unpacking a 3.50x12mm promus element drug eluting stent it was noted that the stent was bent. No information was available on how the procedure was completed.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While unpacking a 3.50x12mm promus element drug eluting stent it was noted that the stent was bent. No information was available on how the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked just distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).